Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). During co2 calibration, the biomed received an unknown error during calibration. I let the biomed know that it can be two possible things. First make sure there is enough gas flow. Second would be to replace the oridion module. I gave part number to biomed. Biomed confirmed flow was good. He will call com for pricing of oridion module.